Manufacturer narrative:
Gtin/UDI number for item mx9166, lot 17026438 is (B)(4). Concomitant medical products: extension set; spiro adaptor, spike adaptor; three curios caps. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a drop of "orange" noted on the bed linen from a leak under the filter while infusing epoh at 20.8 ml/hr. A new filter and tubing was just changed 16 hours earlier. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak under the filter was confirmed and replicated. No anomalies were observed during visual inspection. Functional and pressure testing was performed; a leak was observed from the filter vent. The root cause was not identified.